Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl; due to needing settings adjustment. Reportedly, customer was incapacitated and paramedics were called and transported customer to the emergency room (ER), where customer was treated intravenously with fluids of saline and glucose. Reportedly, customer reached out to their health care provider who assisted with making adjustments to better fit their needs. Customer was released from ER with issue resolved. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.